Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that an occlusion alarm occurred. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.